Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during a surgery, the two implants were simultaneous deployed when implant t1 was fired. The procedure was successfully completed with no significant delay, using a backup device. No patient injury was reported.

Event description:
It was reported that during a surgery, the two implants were simultaneous deployment when implant t1 was firing. The procedure was successfully completed with no significant delay, using a backup device. No patient injury was reported.